Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was advised to do a self-test and it passed. The customer was advised that the pump is working without any issue. The customer stated that he had blank display but the pump screen is not blank or black the patient was just in the home screen. The customer declined to troubleshoot for high blood glucose.